Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burned camera cover, due to damage on ccd (charged coupled device) unit, the image has white dots, and due to damage on ccd (charged coupled device) unit, the image has black dots. There was no patient involvement.